Event description:
(B)(6) woman had uncomplicated laparoscopic hysterectomy for fibroids uterus. During morcellation, pneumoperitoneum was lost for unclear reason. While trying to troubleshoot and restore pneumoperitoneum, the foot pedal of the morcellator was inadvertently activated by an assistant. After pneumoperitoneum was restored, a 2 cm small bowel enterotomy was noted. General surgery was consulted, converted laparoscopic case to laparotomy did small bowel resection. Pt recovered without complications. I would suggest that storz changes its product to have hand-controlled, not foot controlled activation, or that alternative products - blueendo, lina, gynecare- are used for morcellation due to safety features storz does not have.